Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella was pulled out by extracorporeal membrane oxygenation. A new pump was placed. No product was returned. The root cause of the positioning issue was most likely a use-related issue. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12691. E.1 revised address line 1 as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-12691. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-12691 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised manufacturing site address line 1 and 2, city and zip code were entered incorrectly on the initial manufacturer device report number 1220648-2024-12691.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was pulled out by the extracorporeal membrane oxygenation (ECMO). The physician therefore explanted the pump and used the impella access site to place new ECMO and implanted a new pump. There was no reported patient harm.